Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the single board computer (sbc) to resolve the issue.

Event description:
It was reported that a ventilator generated a frozen photo screen. The reporter stated the ventilator was powered off to change the patient circuit during use. Upon powering the ventilator on, the screen frozen while re-booting. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).